Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with 70% stenosis and marginal calcification. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire coils were noted to be elongated. An image provided by the account shows a tip break held together by the stretched coils. There was no signs of use and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with 70% stenosis and marginal calcification. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire coils were noted to be elongated. An image provided by the account shows a tip break held together by the stretched coils. There was no signs of use and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a break (tip) and stretched coils include, but are not limited to, inadvertent mishandling during unpackaging, damage incurred during manufacturing, and /or inadvertent mishandling during preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stretched coils and tip break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9/h3 - subsequent to filing the initial report, additional information was received stating the device was discarded and will not be returned. Device available for eval updated from 'yes' to 'no'.